Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired a sureform 60 reload on the stomach and the line bled. The surgeon indicated that the whole sleeve staple line created was bleeding. The surgeon did not specify how many, or which stapler reloads specifically were involved with the bleeding. The surgeon noted that they start the sleeve with a blue stapler reload, then continue with white stapler reloads. However, it is unknown what reload(s) bled. The surgeon said the bleeding was not oozing. The surgeon indicated that blood was pumping out of the staple line. To control the bleeding, the surgeon used a laparoscopic clip applier instrument to clip the staple line. The surgeon also used a fibrin sealant on the staple lines. The surgeon said he always uses a fibrin sealant on his staple lines, but that using a clip applier on the staple line was abnormal intervention to control the bleeding. The procedure was completed robotically with the patient in stable condition. The patient was discharged five days post-operation. The surgeon thinks this bleeding event occurred due to the stapler instrument and reloads used. The surgeon said the procedure and patient outcome were not affected by this event other than additional bleeding, and a delay to applying clips to the staple lines. The patient was noted to be doing well post-operation.

Manufacturer narrative:
The sureform 60 stapler instrument and reloads used during this event were discarded and therefore cannot be returned for failure analysis investigations. A stapler and system log review cannot be performed at this time as the procedure cannot be confirmed based on the currently available information. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.